Manufacturer narrative:
The customer reported the suction tip broke off in the patient. The patient was having heart surgery when the reported incident occurred. Reportedly, the patient had to go under additional general anesthesia and had an x-ray to make sure the foreign body was retrieved from the patient. Due to the reported statement that the patient needed additional medical intervention and in an abundance of caution, this is a reportable MDR event. The sample was returned for evaluation. Upon inspection of the received sample it was seen that the top section of the yankauer broke off and left a jagged end on the yankauer, the end was not sent with the yankauer. The customer did note that when the tip broke it broke into multiple piece .no root cause was determined. No additional information is available. If additional information becomes available this report will be re-opened and re-evaluated.

Event description:
It was reported that during a heart surgery procedure, the yankauer suction tip broke off in the patient.